Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image sensor cable at the edge of the light guide connector boot was found to be kinked. This was likely caused by breakage or short circuit of image output signal wire which led to image noise. The image sensor cable may have been kinked by massive external stress, such as excessive twisting and bending. However, the root cause of the event could not be specified. The event can be detected/prevented by following the instructions for use which state: ltf-s190-5 IFU: operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the deflectable videoscope was found to have displayed an e216-scope communication error. There was no patient involved.